Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose was 74 mg/dl. Customer stated that she had just ate and was going to take a bolus. Customer stated that it had a low reservoir did not pressed esc and act button. Customer received a low reservoir alert and was not able to clear out the alarm. Customer stated that she was not able to rewind the insulin pump. Customer stated that the time was working. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly due to buttons not responding.